Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the rep stated that the patient is approximately (B)(6). Reported event of stent deformed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2015-00679 and MFR. Report # 3005099803-2015-00680). It was reported to boston scientific corporation that an rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on february 19, 2015. According to the complainant, during the procedure, the physician could not load the guidewire through the device because the exit port of the stent was pinched/crimped. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."